Event description:
A malfunction alarm was reported with code malf 16. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support to reset the pump, but the malfunction persisted, leading to a decision to replace the pump. The customer was instructed to use multiple daily injections (mdi) as backup therapy and agreed to return the problematic pump to tandem using a pre-paid label.